Event description:
Additional information was received. It was reported that the patient and caregivers decided not to replace the pump. It was indicated that the password to turn the pump off was provided to the reporter.

Event description:
It was reported that a motor stall was seen in the pump logs without a motor stall recovery. It was indicated that the stall had occurred on (B)(6) and was caused by the patient having an MRI. The patient had not alerted her healthcare provider (hcp) of the MRI and did not have the pump checked after the MRI occurred. It was noted that the stall was discovered during a refill on the day of report. The hcp was not able to update the pump after the refill; she kept getting the motor stall alert. Later that day, it was reported that, besides the stall on (B)(6) , motor stalls had also occurred on (B)(6) . However, each of those four stalls had reportedly recovered. In addition, the message ¿stopped pump period may exceed tube set¿ was also seen to have occurred on (B)(6) . The patient¿s caregiver had first noticed the pump alarming on the morning of report. It was stated that the patient had an MRI around the time frame of the stalls, but the exact date was unknown. The patient had been having difficulty with increased spasticity before the motor stalls started, but it had worsened since then. It was also noted that the patient was non-verbal, though it was unclear if this was related to the event. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).